Event description:
It was reported that the accelerate phenotest bc kit allegedly had an incorrect result of methicillin-resistant s. Aureus (mrsa) and the patient's central line was removed and a new central line was inserted. The customer stated that testing on the bd phoenix identified s. Epidermidis. The incorrect result has not been confirmed.

Manufacturer narrative:
A device evaluation is anticipated but not yet complete. Upon completion, a supplemental report will be filed.